Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. Reportedly, the customer pump the pump into shelf mode to see if the insulin gauge would reset. The pump was turned back on and the cartridge was reloaded successfully. The customer's blood glucose level was not impacted.